Event description:
On (B)(6) 2009, a competitor manufacturer reported that the patient's grandmother reported the patient received an occlusion alarm on the insulin infusion device (competitor product). The patient disconnected and rebooted the device and the alarm cleared but reappeared when the patient primed. The patient's blood glucose reading was 145 mg/dl. The grandmother stated she thought the infusion set needle might be bent. No name of patient or any other information was disclosed. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Method, results: no product will be returned for evaluation.